Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to boot up. At analysis it was determined that the programmer stylus deviates away from the cursor in the upper right part of the screen. It was observed that calibration could not resolve the issue. The programmer was decommissioned due to unavailability of replacement part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to boot up and displayed a black screen with an error message with instructions to reboot and call a company representative. It was also noted that the programmer was unable to turn on. Troubleshooting steps were taken to include the removal of the battery and resetting the programmer but the issue persisted. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.